Event description:
I obtained a resmed CPAP machine from (B)(4) about 3 years ago. The product initially worked well and I was able to sleep. About 6 months ago, I realized I was having issues with dryness in the mouth and sinuses. At first, I thought it was just my allergies but then it became an issue with my lungs as I got bronchitis and requires antibiotics and prednisone. I discussed this with my pulmonologist and she asked me to check if my CPAP was working properly. That night I checked my CPAP with detail and realized the CPAP heat plate indicator was turning on but the plate was not heating up. I mentioned this to my pulmonologist and I was told this maybe an issue as this maybe just pushing cold air keeping it moist and improving the growth of fungus. I visited my ent and I indeed had some fungus growth on my sinus cavities. I called (B)(4) who is the supplier of this CPAP and they flat out told me they couldn't do anything as it was already out of warranty and I needed get a new script for a new CPAP machine. I told them sure, but don't you need the device for investigation? It was my understanding that when a medical device fails you need to investigate. They told me they didn¿t need the device as it was already out of warranty. I've had my doctor sent prescriptions to (B)(4) in (B)(6) more than once and I am yet to get a call to figure out how to get the new device. Today (B)(6), I decided to call the actual manufacturer, resmed and I spoke with customer service rep (B)(6), who told me the exact same thing. I explain the issue and the first thing that came out of his mouth was. Is your device under warranty? I told him I understand it's not, but I'm not calling for that. I am calling to inquire if you need to investigate and if you need the device. I got the same response. The product is out of warranty so it is no longer our responsibility. I explained to him also the issues I've been having with (B)(4) and just referred me to the website to find a new distributor.